Event description:
The user facility reported experiencing poor gas transfer at the beginning of a bypass procedure. The pt was hand ventilated for a short time while the perfusion circuit was checked. No problems or malfunctions were identified and the case was completed using the original oxygenator. The pump record indicates that arterial blood p02 levels were well maintained throughout the case (lowest reading = 179). The bypass procedure was completed without incident and the pt condition is reported to be fine.